Manufacturer narrative:
Device evaluation: one smiths medical pneupac ventilator was returned for analysis in used condition. Visual inspection showed the top case was cracked on two front right edges, the front panel was bent and the patient outlet fitting was damaged. The patient outlet fitting was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that the pneupac ventilator had a broken 22mm circuit adapter on the vent. There were no adverse events reported.